Manufacturer narrative:
H10: the device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Although the cytotoxicity report the device passed cytotoxicity testing and is considered non-toxic, this is for short term use. Long term implantation data is not available. The patient impact beyond possible micro-motion and/or migration, local irritation/discomfort, and probable MRI restrictions cannot be determined. The patient impact beyond the surgical time extension cannot be determined. No further medical assessment can be rendered at this time. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found no related failures. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. Risk management documents review found no additional risks that require to be added to the reference document. No further additional actions are required at this time. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: 1) using the wand above default output settings, thus causing the tip to break. 2) pressing the tip against hard or bony surfaces, thus causing the tip to break. No containment or corrective actions are recommended at this time. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during an elbow procedure the wand's tip broke inside the patient. The surgeon tried to use fluid to wash out the joint and used x ray to locate the tip but was not able to successfully locate and remove the tip; hence, it stayed in the patient. The procedure was successfully completed with significant delay using the same device. No other complications were reported. The patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.